Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they met with their manufacturer representative (rep) on (B)(6) 2026. After meeting with both rep and healthcare provider (hcp) for weeks to months and trying different settings on their spinal cord stimulator (scs). It works on the right side, but not on the left side (hip-kidney and down left leg to knee). Hcp did x-ray to check placement of the leads. They are needing more help with their back pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was therapy was not effective despite readjusting or switching programs, with the stimulator automatically turning off and would not let them "program"; patient also stated the stimulator was not helping sciatic nerve pain down the leg, with legs shooting in pain and no relief occurring. Patient was advised by their doctor to set an appointment with a manufacturer representative (rep) to adjust or reprogram their therapy settings. Reviewed patient services role in scheduling the rep. Agent reviewed rep's role, the process of contacting the rep and provided national answering service (nas) number for the healthcare provider (hcp) office to call. Agent redirected patient to hcp for further assistance. When asked for event date, patient stated it happened from the time they were implanted.